Event description:
On (B)(6) 2012, the lay user/reporter in (B)(6), the patient's wife, contacted lifescan to report the one touch ultra2 meter was giving inaccurately erratic and inaccurately high readings. The technical support specialist contacted the patient to obtain and verify information; however, was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2012 at 5:00 am, the patient obtained the blood glucose readings of 30.0 mmol/l and "35.0 mmol/l" on the reported meter. The result of "35.0 mmol/l" is suspect, as the reportable range of this meter is up to 33.3 mmol/l. Afterwards, the patient experienced the symptoms of sweating, clamminess and feeling hot, and he felt hypoglycemic. The patient's wife administered self-treatment by giving him glucose gel and a biscuit, and he felt better afterwards. The patient did not seek any medical attention. The patient's wife noted she had given the patient his usual diabetes medications prior during the month prior to this hypoglycemic event. It would have been helpful to determine the patient's previous blood glucose readings, his expected blood glucose readings at that time of day and his diabetes medication regimen. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated readings on the reported meter, and received treatment with glucose to alleviate those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lot #: not provided the 510k # is k053529.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.